Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is having issued with their key pad being unresponsive to commands. It was reported that the up and down keys are non-responsive. The customer's blood glucose was unknown. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.